Event description:
New information received noted that the patient has an left ventricular assist device (lvad) and he received a shock for over sensing related to electromagnetic interference ¿ emi from the lvad.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator. The device was reprogrammed. The patient was in stable condition.